Manufacturer narrative:
No event date provided. 03/01/2025 was used as the approximate event date.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working and the patient needed a replacement. A surgical procedure was performed to remove the ipp. No patient complications were reported.